Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during three vitreoretinal procedures. The procedures were completed without consequences to the patients. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: a device history record review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. A complaint history examination indicates that this is the seventh complaint received against the components of the reported final lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. An exact root cause could not be determined as to why the trocar cannula exhibited the leaking condition described. An internal investigation has been opened to address this issue. (B)(4).